Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: the initial surgery was an open par umbilical repair. End of (B)(6) 2014; the mesh was implanted on (B)(6) 2014 following a fall from a chair, end of (B)(6) 2014. After the fall I felt excruciating pain at the site of the hernia repair, it was later established that I had experienced a recurrence of the initial hernia during the fall. The symptoms that I am now experiencing are, as follows; a constant feeling of bloated-ness, burning sensation in my left side of my abdomen (similar to indigestion is the only way I can describe it). Shooting pains. Stabbing pains. Nausea (leading to urging, without vomiting) this can happen without warning, but, is normally proceeded and followed by, excruciating pain. Obtaining approximately 3.5/4 hours of sleep per night (if I am lucky) due to the pain when lying down or turning. I have seen many physicians over the years, I have been advised that surgery may cause further issues but, I am deeply concerned about the recall of this product. There have been no surgical complications since the implanting of the mesh, however, my symptoms are at a catastrophic state now, I cannot work due to the constant pain. I have been through every avenue of pain management conceivable as well as psychological therapy. They all put it down to a mechanical issue. What ethicon product was used during the surgical procedure? - I do have a copy of the surgical notes which clearly show that the mesh used was physiomesh 15x20 trimmed down to 15 x15 , it also clearly shows "prolene" which, as you know, is the registered trade mark. I also fail to see how my height and weight are relevant to this. The ethicon product was; physiomesh (prolene) phy1520r. What type of surgery did you have? What was the reason for this surgical procedure? Please provide the surgery date. Is the product code and lot number available? The diagnosis and indication for the initial surgical procedure? When did the issue begin? What kind of symptoms are you experiencing? Have you seen a physician or surgeon about this issue? If yes, what did they say about your condition? Please provide your age, body weight and height at the time of this surgical procedure. Was a new surgery performed to correct your condition? If yes, date and name of the procedure? Can you provide us with a brief medical / surgical history? Was there any complication from the initial surgery? If in your possession, may we have a copy of your operative report? Surgeon¿s name?

Event description:
It was reported that the patient underwent a laparoscopy and repair of recurrent par umbilical hernia procedure on (B)(6) 2014 and mesh was implanted. Following the procedure, the patient was experiencing years of chronic pain and reporting that his body is rejecting the mesh since it was inserted. It was also reported that the patient is experiencing a constant feeling of bloated- ness, shooting and stabbing pain, nausea leading to urging without vomiting and happening without warning, and burning sensation in his left side of abdomen, similar to indigestions. The patient is obtaining approximately three-four hours of sleep per night due to the pain when lying down or turning. The patient has seen many physicians over the years and was advised that a surgery may cause further issues. The patient reported that there have been no surgical complications since the implanting of the mesh, however, his symptoms are at a catastrophic state now and he cannot work due to the constant pain. As reported, the patient has been through every avenue of pain management conceivable as well as psychological therapy. Additional information will be requested.

Manufacturer narrative:
The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: date of initial surgical procedure 20.10.14. What were current symptoms following the index surgical procedure? Onset date? He had an open paraumbilical hernia repair by mr stewart on the 26.3.14. Approximately 4 weeks following this he had a fall from a collapsed chair and subsequently developed severe pain around the operative site. CT perhaps suggested a small recurrence so I offered him laparoscopy +/- recurrent hernia repair. At operation there was a small recurrent hernia which was repaired with an intraperitoneal physiomesh sutured to the abdominal wall with prolene. Postoperatively in clinic in (B)(6) 2015 he reported that the pain was 60% better but I don't think his pain ever completely resolved. He was last seen by my team in (B)(6) 2015 now complaining of chronic pain which is being managed medically. Product lot number? Phy1520r hg8dlxb1. What is physician¿s opinion as to the etiology of or contributing factors to this event? See above. Was the hernia repair associated with this event performed on primary or recurrent hernia? See above. What was the defect size/type/location of the hernia associated with this event? Paraumbilical recurrence 15-20mm. Mesh size and overlap? 15x20cm mesh trimmed a little. >5cm overlap. Was the procedure associated with this event open or laparoscopic? If applicable in. What tissue layer did you place the mesh? (Onlay, retro-muscular, extra peritoneal or intra abdominal) see above. If applicable, closure of the defect (yes or no), use of stay sutures (how many), permanent or absorbable? No. If applicable, the mesh fixation technique: device and technique? (Single or double crown; spacing between implants) see above. How much time from initial hernia repair to hernia recurrence? There has been no recurrence as far as I¿m aware. Was there any triggering event prior to present recurrence? (E.g. Weight gain, sneezing, coughing, strenuous activity)? N/a. How was the recurrence diagnosed? N/a. Date and results of any surgical intervention. N/a. Was any deficiency or anomaly of the mesh? If yes, please describe it. No. Onset date/time of the pain from surgery? N/a. Location and character of the pain? N/a. Is there any specific activity that precipitated the pain or eased the pain? N/a. What medical intervention was given for the pain management? Results? See above. What is the patient current status? See above.